Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner was not able to be inserted into the cup due to the c-ring being stuck inside of the groove.